Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that a power on reset (por) was being seen on the patient programmer. Hcp didn't have the clinician programmer to clear the por. They mentioned the hcp who had the clinician programmer was not in the office the day of the report. No symptoms were reported. No further complications were reported.